Event description:
The information received from the affiliate states that this male patient was presented to the interventional lab for repair of a lesion located in the right superficial femoral artery (sfa). The physician positioned the sv-5 guidewire, down the leg, into a calcified fibularis artery. During positioning, the distal tip of the guidewire prolapsed on itself and formed a j. After having performed the intervention, the physician went to remove the sv-5 g.w. As the physician began to pull the wire back, he noticed that the tip of the guidewire had remained in its original position. The physician needed to pull on the wire to free it from the vessel. The physician was able to retrieve the guidewire in its entirety, but the coiled plating tip was totally uncoiled. There was no injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.